Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference number 3002808486-2020-00062. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Reporter occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedded, stenosis, tilt, dyspnea, pain chest/leg/foot, limited strength. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, pain chest/leg/foot, limited strength are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Only if investigation is done already.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava perforation, embedment and stenosis. Patient notes and further alleges experiencing "poor breathing-chest pain- leg and foot pain" limited strength. Per a 11mar2019 CT (computed tomography) abdomen and pelvis: "there is an ivc filter in place at level of l2-l3 below the renal veins. Varicose ivc filer is slightly tilted anteriorly best visualized on image 68. There is no perforation of the inferior vena cava. However the 4 lower struts are seen embedded in the soft tissues just outside the inferior vena cava wall. There is no compromise to the adjacent bowel including the small bowel or through the posterior tissues near the spine. This ivc filter is most likely a cook tulip retrievable ivc filter".